Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 816060) inserted for female sterilisation. The patient's concurrent conditions included thyroid cancer, chronic cervicitis and dysplasia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy (full) and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 816060) inserted for female sterilisation. The patient's concurrent conditions included thyroid cancer, chronic cervicitis and dysplasia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy (full) and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 20-jun-2018: reporters added and updated patient demographics. Concomitant disease was added. Updated suspect drug indication and added lot number. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and bipolar disorder ("bi- polar") in an adult female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid cancer, chronic cervicitis, dysplasia, obesity and back injury. Concomitant products included hydrocodone since 2005 and vitamin b since 2007. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs") and constipation ("constipation"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bipolar disorder (seriousness criterion medically significant), papilloma viral infection ("autoimmune disorder type of disorder: hpv"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had hysterectomy (full) and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved, the mood swings, fatigue and alopecia was resolving and the urinary tract infection, cystitis, fungal infection, female sexual dysfunction, depression, anxiety, bipolar disorder, papilloma viral infection, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, weight increased, irritable bowel syndrome and constipation outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, bladder disorder, constipation, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, papilloma viral infection, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs & mr received. Reporter¿s information added. Patient¿s demographics was added. Lab data was updated. Concomitant drug, concomitant disease was added. Added events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti's and bladder infections, yeast infection, apareunia, depression, anxiety, bi- polar, hpv, bladder or urinary problems or changes, migraines, headaches, dental problems, dyspareunia ,fatigue, weight gain, ibs, constipation, hair loss, abdominal pain. Updated onset date, outcome of events. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.